Event description:
The customer reported the unit is not turning on and beeping and an x in the display. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.